Event description:
Journal reference: lang ae, gill s, et al. "Randomized controlled trial of intraputamenal glial cell line-derived neurotrophic factor infusion in parkinson disease. Annals of neurology. 2006; 59(3): 459-466. The article describes several pump pocket site infections in patients being treated with an implantable infusion pump for symptoms related to parkinson's disease. The patients were receiving glial cell line-derived neurotrophic factor (gdnf) as part of a clinical study. Reportable events: pump (n=4): infection at pump site.

Manufacturer narrative:
Note: model 8760 catheter has not been marketed. This report is being filed under exemption.